Event description:
It was reported that the patient was experiencing pain and discomfort at the lead extension connection where the leads have come very close to the surface. The lead extensions did not break through the skin. The patient did not experience any weight changes. The physician assessed that the event was due to the way in which the patient scars following surgery. The patient underwent a revision procedure, and the physician chose to reposition the ipg to under the right arm and replace the two lead extensions. The ipg was repositioned due to patient preference, as she was finding it harder to reach around to her buttock to charge as she ages. The explanted lead extensions will not be returned, as they were not released by the hospital. The patient is doing well postoperatively and recovering well.

Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: null, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: (B)(6). Brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: (B)(6). Correction to initial MDR in box d6b explant date.

Event description:
It was reported that the patient was experiencing pain and discomfort at the lead extension connection where the leads have come very close to the surface. The lead extensions did not break through the skin. The patient did not experience any weight changes. The physician assessed that the event was due to the way in which the patient scars following surgery. The patient underwent a revision procedure, and the physician chose to reposition the ipg to under the right arm and replace the two lead extensions. The ipg was repositioned due to patient preference, as she was finding it harder to reach around to her buttock to charge as she ages. The explanted lead extensions will not be returned, as they were not released by the hospital. The patient is doing well postoperatively and recovering well.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: null, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7075700. Brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 205511.